Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material in the a/w [air/water] cylinder, a/w channel" (event 1) was presumed to have been due to leakage from the biopsy channel, disallowing a proper reprocessing of the device. The suggested phenomenon of "foreign material inside lg [light guide] lens" (event 2) was presumed to have been due to humidity which invaded the lg-lens which then led to corrosion. This was further presumed to have occurred due to physical stress being applied to the distal end of the device (such as hitting and dropping) and/or lg-lens glue being peeled off by chemical stress such as chemical solutions used for the device. Per suggested event 1: the events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Per suggested event 2: the event can be detected in accordance with the following IFU: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope air/water cylinder, air/water tube, and light guide lens had foreign objects. There were no reports of patient involvement.